Event description:
The following was reported to davol by the pt. The pt has alleged that on (B)(6) 2007 she was implanted with a bard flat mesh in the pelvic abdominal area. Following this procedure the pt has reports that the she underwent several add'l surgeries to drain fluid pockets shown in the area of the mesh via ultrasound. She further reports that during these procedures pieces of the mesh have been explanted. Per pt, she had her latest surgical procedure on (B)(6) 2013 to drain fluid from her nonhealing wound and to explant some more of the mesh. Pt reports, she will undergo add'l surgeries in the future in regard to the mesh and surgical wound. Pt reports the mesh is "contaminated" with infection. No culture reports have been provided in regard to the alleged infectious process.

Manufacturer narrative:
Currently, it is unk whether the device may have caused or contributed to the reported event. No specific device failure and medical records has been alleged and medical records have not been provided. We have contacted the initial reporter to request add'l info. The pt alleges that she has been treated for infection and seroma. The warning sectio of the IFU states "if an infection develops, treat the infection aggressively. The prosthesis may not have to be removed. An unresolved infection, however, may require removal of the prosthesis." A mfg review that included review of sterility records was performed and found no evidence of a mfg related cause for the alleged event. Additionally, no sample has been returned for evaluation. This MDR includes all pt, event and device info davol has rec'd to date. If add'l event and/or evaluation info is obtained, a follow up MDR will be submitted.